Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that the hinge was cracked. (B)(4).

Event description:
It was reported that the programmer could not run its system after start up. The programmer was returned to the manufacturer for servicing. There was no patient involvement.